Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was scheduled for a MRI and was told that it was MRI conditional so the setting would not change. The patient complained many times of not feeling well and collapsing after the MRI. The surgeon did not check the shunt and refused to. When the patient was admitted to emergency with hemorrhage, they were advised by another neurosurgeon that the level was down to 0.5. Therefore, the patient was not draining. The level on the shunt was adjusted by the emergency department neurosurgeon to the correct level. It was stated that the patient was scheduled for a second MRI by a new neurosurgeon. The device was checked before and after. The shunt was adjusted after the second MRI and no affects were reported by the patient. The patient's status at the time of the report was alive-with injury as they were recovering from a brain hemorrhage.